Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and the foot pedal. System operates as intended.

Event description:
Customer reported the foot pedal is not working and system is displaying a charger failed error. No pt injury was reported.